Event description:
It has been reported the patient observed an error message on the patient programmer. In addition, the ipg will no longer communicate with the patient programmer or charging system and the patient is no longer feeling stimulation. A replacement patient programmer and charging system did not resolve the issue. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number is located in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.